Event description:
On (B)(6) 2010, pt reported the infusion device display was "completely dark." Pt had delivered a bolus and wanted to review the bolus history. She pressed the wrong button and accidently retracted the piston rod, and then the display became dark and the infusion device would not do anything. Pt was using the correct type of battery and reported it was a couple of months old. She inserted a new battery of the same type, and infusion device successfully powered on. Verified battery setting was programmed correctly. Alarm history was verified, and infusion device did not give low battery alert (a2) or battery depleted error (e2). Infusion device, battery, and battery cover were replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.